Manufacturer narrative:
The pn(B)(6) was not working properly. It was exchanged. The problem was solved. The testsoftwares were performed and the device was returned to the customer. Hamilton medical ag case number: cer 110250.

Event description:
It was reported to hamilton medical ag: the oxygen control did not work during initial test during installation. No patient harm was reported.